Event description:
A male patient contacted lifecor customer support to report that he has been receiving "adjust belt" and "check belt--see manual" messages. Support sent a lifecor patient service representative (psr) to ensure equipment was fully functional and the patient was wearing the device correctly. The psr exchanged the patient's monitor and electrode belt because she could not get the alarming to stop.

Manufacturer narrative:
Device manufacture date- electrode belt-03/2006, electrode belt-06/2005. Device evaluation summary: device evaluation of monitor, the two electrode belts have been completed. The reported problem was confirmed. The second electrode belt was found to have a defective noise suppressor (v2) in one of the ECG electrodes. V2 normally acts as a noise suppressor by eliminating voltage spikes. It protects the board from transient spike damage. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown. Monitor and the first electrode belt were tested and found to be functionally normal. They were restocked. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.